Event description:
All the implants were removed due to infection (staphilococcus aureus and streptococcus group b) 5 months post op. A knee spacer was used to treat the infection. Ref MFR number: 3005180920-2013-00084.